Manufacturer narrative:
Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that a supracross steerable sheath was selected during an atrial fibrillation (af) ablation procedure following for transseptal access. A non-boston scientific catheter was inserted into the sheath after exchange of the dilator and wire. During catheter manipulation after ablation in the right pulmonary veins, the catheter and sheath reportedly fell out of the transseptal position. Blood was observed coming from the sheath, and a bend/kink was noted near the rotator cuff of the sheath. The physician reported difficulty exchanging the non-boston scientific catheter for the protrack wire. Transseptal access was successfully regained, and the procedure was completed using another sheath of the same model. No patient injury or adverse clinical outcome was reported.